Manufacturer narrative:
A ge service representative performed an on site investigation. The system software, communication noes and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up while archiving images to pacs outside of a procedure. Functionality was recovered with a reboot. There is no report of injury or death associated with this event.